Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stent were implanted during the index procedure, one in the first obtuse marginal and one in the circumflex artery. The same day patient suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that the reported event was unlikely related to the study device. The patient was taking clopidogrel and asa at time of event. An endeavor sprint stent was implanted in the rca approximately 45 days post the index procedure. The patient was re hospitalized due to a cerebrovascular accident approximately 3 months post the index procedure. The investigator has indicated the event was not related to the study device.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (cva/stroke).   (B)(4).